Event description:
(B)(6). It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. In (B)(6) 2011, the subject presented for cardiac catheterization due to a recent myocardial infarction. The 20 x 3.2 mm, bifurcated, 70% stenosed target lesion was located in the mid left anterior descending (lad) artery. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 24 mm promus element stent. Following post dilatation, residual stenosis was 0%. Non target lesions in the ostium of the 1st diagonal and the distal lad were treated with balloon angioplasty. There were no issues with the stent during the procedure and the procedure was described as having "no complication". The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with radiating chest pain and elevated troponim. An mi was reported and cardiac catheterization recommended. Four days later an electrocardiogram suggested a non q-wave mi. The next day, coronary angiography revealed mild in-stent restenosis in the mid lad stent, not flow limiting, and timi 3 flow in all vessels. There was no report of stent thrombosis or abrupt closure and the patient did not experience ischemic symptoms. There was no further intervention and the event was considered resolved without residual effects. The patient was discharged that day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).